Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The patient has a history of a single-mobility total hip arthroplasty (tha) implanted in 2016 for osteoarthritis secondary to a motor vehicle accident in 2014. On (B)(6) 2026, the patient fell down a flight of stairs, reported hearing a crack, and subsequently developed loss of function. He presented to the emergency department on crutches. Radiographs demonstrated fracture of the femoral stem (corail) of the tha without an associated periprosthetic fracture. The patient was transferred to the ucu for ongoing care. Today he underwent urgent surgery for removal of the fractured stem. A calcar split occurred during extraction, necessitating cerclage wiring; the initial surgical indication was not altered and a primary implant was ultimately placed. No obvious cause for the implant failure was identified.